Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to confirm motion sensor test failure alarm and unable to perform occlusion test and unexpected restart error test due to motor error alarms. Pump passed displacement test, rewind test, basic occlusion test, prime test and self test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. Unable to confirm motor position encoder error alarm due to overwritten history file. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor position encoder error alarm and an additional error alarm. Blood glucose level at the time of the incident was 201 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.